Event description:
It was reported that both the right ventricular (rv) lead and the right atrial (ra) lead had high thresholds. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.